Event description:
It was reported that the fenestrated bipolar forceps was defective. No further details can be provided about why the instrument was defective. The procedure was completed with no reported patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The procedure was completed with no reported harm. No additional details are available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have insulation damage on the conductor wire. The fenestrated bipolar forceps passed the electrical continuity test. The wire was also exposed in the insulation. No material was missing, and no thermal damage was found. .